Event description:
A customer observed a condition code and a suboptimal reagent metering stream in 2008 indicating that their vitros eciq analyzer's reagent metering subsystem was not performing optimally. Under these conditions, if the partially occluded probe had not been repaired, an erroneous result could be obtained which may lead to inappropriate physician action. There were no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event indicated a partial occlusion of the reagent metering probe which could impact delivery of reagent fluid. The ocd field engineer replaced the probe returning the instrument to expected operation. The cause of this event was a partially occluded reagent metering probe. Ocd technical service requested the user re-assay samples assayed during this event to verify results after the repair was completed. The user complied and indicated that repeat sample analysis of a subset of samples did not detect any biased patient results.